Event description:
It was reported that a severe high blood glucose event occurred while the user was sleeping. Symptoms included hyperglycemia. Outcomes included insufficient information regarding the impact to the user. Investigation included communication with the user or third parties and analysis of information provided. Investigation of this case revealed no findings available, and there was insufficient information regarding a medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.